Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with cervical spondylotic myelopathy underwent lateral mass screw fixation at levels c3-5. Intra-op, when the doctor drilled at the left side of c4 and when he was creating a pilot hole with a tap (3.5mm), the lateral mass of the patient got cracked. Therefore, the doctor could not insert the screw.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.